Event description:
The event occurred in the us. It was reported that after cannulation and placing the patient on ECMO a leakage (600ml was lost) was noted on the oxygenator housing. No blood transfusion was needed due to the leakage. No leakage during priming was noticed. The hls set was exchanged with another hls set during use without consequences for the patient. No harm to any person has been reported. Due to the exchange of the hls set during use a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that after cannulation and placing the patient on ECMO a leakage (600ml was lost) was noted on the oxygenator housing. No blood transfusion was needed due to the leakage. No leakage during priming was noticed. The hls set was exchanged with another hls set during use without consequences for the patient. No harm to any person has been reported. Due to the exchange of the hls set during use a report is required. The affected hls set was investigated in the getinge laboratory on 2025-08-11 with following conclusion: a visual inspection and a tightness test was performed and no abnormalities or leakage were detected. However, it was detected that third-party accessories (e.g. Sampling line, cap on the quick vent luer lock) were used with the hls set. During the investigation, the third-party accessories were replaced with the corresponding cap and no leakage was detected. Based on the investigation results the reported failure "leakage housing" could not be confirmed. Therefore, a most probable root cause could not be determined. The production records of the affected product were reviewed on 2024-08-20. According to the final test results, the hls module with lot#: 3000406952 and UDI#: (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. As stated in the instructions for use pls set / pls set plus / hit set pls plus in chapter priming "before priming the oxygenator, run water through the heat exchanger and check for leaks on the blood side while priming. Check the oxygenator for leaks on the blood-carrying side while priming. Do not use the oxygenator if there are any leaks." Furthermore, ¿if there are drip leaks at the tube connections, use the supplied hose ties to stop the leaks¿. Furthermore, it is stated in chapter basic safety instructions "modifications to the device can result in serious injuries to or death of the patient. ¿ do not modify the device." The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.